Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-10283. The pt received the scs sys on (B)(6) 2010. It was reported the pt's ipg requires frequent charging. It was also reported the pt is feeling stimulation in the stomach and ribs. Impedance issues were identified. Reprogramming did not resolve the issue. The pt is currently working with her physician to determine the next course of action.